Event description:
This ra lead was implanted on (B)(6) 2014 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that this lead was exhibiting noise and oversensing due to the respiratory rate trend. The physician was dr. (B)(6) at (B)(6) hospital system in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).